Event description:
It was reported that the right atrial lead was fractured. At interrogation, an impedance of greater than 9999 ohms was observed and the impedance trend had increased over the last 4 months. No capture and oversensing were also observed. The device was reprogrammed to a ventricular-only mode and because the patient has a history of atrial fibrillation, the physician is planning to replace the lead at the time of normal device battery depletion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.